Event description:
The customer reported a button error alarm during normal use. The customer stated that she did not press any button for three minutes or more. The customer stated that she tried to deliver a bolus, and the numbers began to ramp up. The customer changed the battery, and the screen froze. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No frozen display or ramping numbers noted.